Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the instrument data but could not locate sample (B)(6). A review of the instrument data for the other discordant sample indicated that there was no apparent instrument malfunction. The investigation found that the customer spins the sample for 5 minutes, which is shorter than the time recommended by the tube vendor. Siemens recommends that its customers follow the tube manufacturer recommendations for proper centrifugation times and speed. The cause of the discordant, falsely low magnesium results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low magnesium (mg) results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who questioned them. Sample (B)(6) was repeated on an alternate dimension vista instrument, while sample (B)(6) was repeated on the same instrument, both resulting higher than the initial results. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low magnesium results.